Manufacturer narrative:
The reported event of a stretched helix was confirmed. The reported events of positioning failure, capturing problem, and low impedance could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis, including impedance measurements and output verification, found no anomaly contributing to a capture or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, after the leadless (lp) pacemaker was fixated, it was then repositioned due to an increased capture threshold and decreased pacing impedance observed. Once it was fixated in another location, the deflection test was performed and was unsuccessful and needed to be repositioned again. The device was then explanted and the physician found the helix of the lp to be stretched. A new lp was used to complete the procedure. The patient is stable.